Manufacturer narrative:
Follow-up #1 date of submission 07/17/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the dates in total daily dose history are incongruent changing from (B)(6) 2013 and from (B)(6) 2013. The black box shows a manual time change from (B)(6) 2013 2:42pm to (B)(6) 2013 2:44pm. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the pump history indicated the time and date were set incorrectly over the last three days. The bolus and basal rates were showing out of sequence in the history and the am/pm was switched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.